Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation?

Event description:
It was reported that the patient underwent a procedure for urinary incontinence on unknown date in 2013 and the mesh was implanted. Recent years the patient experienced pain where the mesh was placed, and dyspareunia. The patient wanted the mesh to be removed and underwent 3d ultrasound where the mesh was found close to the urethra. Prior to mesh removal, a cystoscopy/endoscopic examination of the bladder and urethra was done and there was no perforation of mesh to urethra. The mesh was removed by surgery. Additional information has been requested.